Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The cutter blade appeared bent, mangled and off center. We are unable to conclusively determine where or when the cutter was bent; however each bisector goes through a full inspection prior distribution. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that activation toggle on the vasoview 7 xb became stiff and hard to advance and retract the bisector. The hospital did not report any patient effects.